Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the temperature down arrow on the main membrane switch was functioning intermittently. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.